Manufacturer narrative:
Checking the sterilization charts, no pre-existing anomaly was detected on the overall components. Therefore, all the components have been properly sterilized before being placed on the market. Explants analysis: the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis: limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - taken within 3 months before revision surgery, exact date not known - has been evaluated by a medical consultant. Following, the medical consultant comments: "the single image taken 3 months before revision is very poor quality and I am unable to make any comment. The patient has had at least 3 surgeries, so the potential for infection is elevated. She is described as "frail" and likely undernourished so I suspect her immune competence is compromised. We do not know the nature and severity of the infection, but I have to say if with that knowledge it was determined that surgery was necessary, then I have concern that implants were replaced! The alternative to surgery would be "antibiotic suppression" which is seldom an effective measure. The only surgical option if surgery were considered necessary would be explantation of all components and the insertion of an antibiotic loaded prostalac prosthesis". Considering that: · check of the sterilization charts highlighted no anomalies on the overall components; · according to the medical consultant "[...] The potential for infection is elevated. She [the patient] is described as "frail" and likely undernourished so I suspect her immune competence is compromised"; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse system performed on (B)(6), 2020, due to infection. It was reported that the germ responsible for the infection is not known. Primary surgery was performed on (B)(6), 2018. According to the information provided, patient was a very frail small (30 kgs) female. Complaint source reported that the patient was quite an unwell lady, and she had a fracture on the other arm from a fall. During surgery, the following components were explanted: · smr eccentrical glenosphere ø 36mm (product code 1376.09.031, lot#1805067 - ster. 1800189), · smr connector small std (product code 1374.15.310, lot#1706885 - ster.1700200), · smr reverse humeral body (product code 1352.20.010, lot #1808819- ster. 1800222) - product not marketed in us, · smr reverse liner standard (product code 1360.50.010, lot #18at18r - ster. 1800203) - product not marketed in us, patient had humeral stem and custom made glenoid well fixed. ùevent occurred in new zealand.

Event description:
Revision surgery of smr reverse system performed on (B)(6) 2020 due to infection. Primary surgery was performed on (B)(6) 2018. According to the information provided, patient was a very frail small ((B)(6) kgs) female. Complaint source reported that the patient was quite an unwell lady, and she had a fracture on the other arm from a fall. During surgery, the following components were explanted: smr connector small std - product code 1374.15.310 lot#1706885 ster.1700200; smr eccent. Glenosphere ø 36mm - product code 1376.09.031 lot#1805067 ster.1800189; smr reverse humeral body - not marketed in us; smr reverse liner standard - not marketed in us. Patient had humeral stem and custom made glenoid well fixed. Event occurred in (B)(6).